Event description:
It was reported that the ventricular threshold was 1.3 v at implant. The patient complained about thoracic pain. There was no capture in the unipolar configuration, only in bipolar. The lead was repositioned. Thr eshold began at 1.3 v, but rapidly increased to 4 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.